Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it said for days no charge needed. The patient reported that customer service helped by pointing out, it was off. The patient reported that he was visiting the hospital twice a day for 9 days, after that and during he was in pain. The patient reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he had a return of pain and back problems. The patient reported that he was relatively pain free prior to this. The patient reported that at the same time as the return of pain, he noticed he didn¿t have to charge the ins as frequently. The patient reported that he usually charged a little bit every day. The patient reported that he didn¿t charge for 2.5 days and ¿it only showed it was down a little.¿ the patient reported that the ins was finished charging within 2 minutes. The patient changed from group a to group b minutes before calling. The patient reported that ¿it seemed like its helping¿ with the pain. The patient connected with the patient programmer (pp) and it showed stimulation was on. The pp showed stimulation on and ins battery was full. Later in the call, the patient connected again and it showed poor communication (which was resolved after repositioning) and that stimulation was off. The patient claimed he didn¿t press the stimulation off button. The patient turned stimulation back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he was at the hospital for his sister and was thinking possibly his system was turned off there from the machines. The patient reported that he was at the hospital two weeks ago. No further complications were reported.